Event description:
The device was used during an unspecified procedure. Reportedly, the knife disengaged. The surgeon applied another instrument to complete the procedure.the hosp has reported no pt injury occurred.

Manufacturer narrative:
Eval of the product was inconclusive as the instrument was not returned for eval in its entirety. The disposable loading unit was returned & examined. No abnormalities were observed.